Manufacturer narrative:
Continuation of d10: product ID 5076-52 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2019 product ID 6947m62 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2019 product ID 6250vic (lot: 0013126113); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 6248vi-90 (lot: 0012721943); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID c315his02 (lot: 0013163898); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID c315his02 (lot: 0013159982); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID c315s1002 (lot: 0012632952); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 383069 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2026 product ID dtpa2d4 ((B)(6)); product type: 0236-crt-d; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant the left ventricular (lv) lead, capture could not be achieved. The implant was discontinued, and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the capture issue was due to patient anatomy.